Event description:
Customer reported unexpected negative results when testing a sample with capture-r ready screen 3 (crrs 3) on the echo.

Manufacturer narrative:
Review of the results are as follows: sample appears visually negative for screening cells 1-3 on crrs(3) lot r077. The customer has not reported any other unexpected negative reactivity with crrs(3) lot r077. The sample cannot be ruled out as a cause of unexpected negative reactivity. Customer does not have sample to send in for further serological testing.